Event description:
The customer reported that the system was completely down. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb, gib and power motor relay boards were evaluated and replaced. The system was tested and found to be working as intended and put back into service.